Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive vibrio patient result was obtained on the bd max¿ ext enteric bacterial panel. Culture was performed and was vibrio negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.